Manufacturer narrative:
(B) (4)this is a final report.

Event description:
The distributor (B)(4) removed the cell-dyn 3700 waste chamber tubing connection and injected bleach solution to remove a clog. The (B)(4) was wearing a lab coat and gloves, but no eye protection. During the removal of the clog, the (B)(4) dropped the tubing and one drop of liquid waste with bleach splashed into his eye. The fse immediately washed his eyes with tap water and sought emergency services. The emergency physician prescribed eye drops for sterilization, and ordered (B)(6) and (B)(6) testing. The (B)(4) is currently working and using the eye drops once a day.

Event description:
A nurse reported a lab comparison reading of 41mg/dl to an adc pxp point of care meter reading of 79mg/dl obtained within 10 minutes on a patient in their facility. When plotted on the parkes error grid, the readings fell within the "c" zone showing the difference in values is considered clinically significant. The nurse initially stated in the report that the patient was exhibiting hypoglycemic symptoms and treatment was delayed as a result of the readings issue however, it is unknown whether the patient symptoms occurred prior to usage of the adc device. In addition, a complete medical survey was not completed. Attempts have been made to contact the facility to obtain additional information on the associated medical event. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
As no specific meter serial number was provided by the reporter of the complaint, the date entered is the manufacturer's awareness date of the readings issue reported. The facility's product has been requested back for investigation. A supplemental report will be filed once investigation results are available.